Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result, within the risk stratification range, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in lithium heparin plasma tubes, and centrifuges samples at 3,500 rpm for 10 minutes. A field service engineer (fse) was dispatched: the fse inspected the instrument and verified alignments. The fse replaced the pipettor tip and performed a "mini preventive maintenance" (pm). The fse performed diagnostic testing and all results were within the instrument's specifications. A definitive root cause has not been determined for this event.